Event description:
It was reported that the user experienced recurrent hypoglycemia after the continuous glucose monitor (cgm) connection was restored and the ilet resumed insulin dosing following an extended sensor outage, with the lowest reported glucose of 53 mg/dl and subsequent overtreatment with oral carbohydrates leading to hyperglycemia; the user expressed fear about continued pump use and reported no cgm alerts during the event. Symptoms included hypoglycemia and diaphoresis. Outcomes included serious injury/illness, including the need for medication at a healthcare facility. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue was associated with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.